Manufacturer narrative:
This case was assessed as reportable to the FDA, as the events injection site oedema and injection site erythema, were deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of belotero balance lidocaine, lot number b00025900 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot, however, none that would have contributed to this event.

Event description:
This MDR is related to MDR 3013840437-2024-00095 referring to the same patient, but different product. This spontaneous report was received from a spanish physician and concerns a 45-year-old female patient. She was injected with belotero volume into the middle and lower thirds, on 27-aug-2024. Batch number was reported as b00025900. A lot search in the global safety database was conducted. It was injected in a radial form with 22g 70 mm cannula. The patient was concomitantly injected with radiesse into the middle and lower thirds, in a radial form with 22g 70 mm cannula, and also with belotero balance into the lips, with a 30g needle, on 27-aug-2024. Batch number for radiesse was reported as a00141670 and for belotero balance was reported as b00020340. It was her first time to have an aesthetic treatment. On 05-sep-2024, 9 days after the belotero volume injection, the patient experienced swelling episode in the injection point of in middle and lower third, reported also as oedema in the injection points. She was treated in the ER services with methylprednisolone and prednisone. She was sent home with oral prednisone. On 10-sep-2024, the patient went for a symptom control consultation and the day before, on 09-sep-2024, she had erythema in the middle third in both halves of the face. The patient did not mention contact with any other products. The physician reported later that the patient was in perfect state and that follow-up was going to be perform after finishing the corticoid cycle to evaluate if she was allergic to some of the components. Due to the provided information, the outcome of the events was considered as resolved, in september 2024. Follow up information was received on 18-sep-2024: the case was upgraded to serious. Upon checking the batch number and corrected ae form, the suspect product was recoded from belotero volume to belotero balance lidocaine (b00025900), and it was injected into the lips by using a needle. The concomitant treatment with belotero balance was changed to the product belotero volume lidocaine (b00020340), which was injected into the middle and lower thirds with 22g 70 mm cannula. The patient was injected with belotero balance lidocaine for facial rejuvenation. The patient was injected into 4 injection points (2 per side), using a retro tracing fan technique. The patient's medical history, allergies, concomitant medication, surgical interventions and past aesthetic treatments were reported as none. The patient was treated in the ER with intravenous corticosteroids in a decreased dose. After, the patient had oral treatment with prednisone (40 every 24 hours, as reported). At the time of this report, the patient was ok, with no symptoms or medication. On (B)(6) 2024, the symptoms ended. The outcome of the events remained unchanged. In the opinion of the reporter, intervention was necessary to prevent life threatening condition or a permanent damage, the events were of moderate and severe intensity, not life threatening, not permanent, did not led to new diagnosed chronic disease and were related to belotero balance lidocaine (also ambiguously reported as did not know if there was any causal relationship with the aesthetic product). Follow-up information was received on 26-sep-2024: the batch record review was received and the lot number for belotero balance lidocaine was confirmed as b00025900 (expiry date 28-feb-2025). A lot search in the global safety database was conducted.